Event description:
Medtronic rec'd information that this bioprosthetic aortic valve exhibited severe insufficiency after approx 3 yrs of service. An echo received of the product demonstrates grade 3/4 regurgitation. However, the valve could not be well visualized due to bioprosthetic shadowing. A tee shows the valve without gross abnormality in structure or motion. The valve was subsequently explanted and replaced without reported complication. The product will not be returned for analysis, and the serial number of the device was not available.

Manufacturer narrative:
Analysis: without product return, a thorough investigation could not be completed, and the underlying root cause could not be determined. Quality assurance continues to monitor field performance to detect similar events. Conclusion: no definitive conclusions can be drawn regarding the performance of this product, as the device was not returned for analysis. Tee demonstrated no gross anomalities with device structure or motion. The device was replaced without reported adverse pt effects.